Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not deliver all of its contents to a patient. The device was connected for two days and stopped infusing with solution still remaining within the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 6, 2015 ¿ march 7, 2015. The evaluation of the returned device is complete. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was then performed in which the device was observed for flow issues after the luer cap was removed; the device passed as flow continued without stopping until the device was empty. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.